Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the monoblock humeral stem having become loose over time and needing to be revised with cement and an (B)(4) stem.